Manufacturer narrative:
Maquet medical systems, USA (importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002 importer- maquet medical systems USA 45 barbour pond drive wayne, nj 07470 contact person- (B)(4). A supplemental medwatch will be submitted after new information has been received. Device code: 3189. The rotaflow drive was investigated from the getinge service technician with the service order report# (B)(4) on the 2019-04-05: during training use the operator reports "head error". This device has been previously cleared for use during pm. All measurement details documented on order number (B)(4). The device was also investigated from the getinge service technician with the service order report# (B)(4) on the 2019-03-18: complete pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. The failure could not be confirmed therefore no probable root cause. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this as a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Internal reference:(B)(4). Autonumber: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
(B)(4). During demonstration a "head error" occurred. No patient involvement.